Manufacturer narrative:
The first patient was 12 weeks pregnant and the second patient was 9 weeks and 3 days pregnant. The last calibration performed on (B)(6) 2020 was ok and there were no alarms. Controls were within range on the day of the issue. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer replaced the pinch tubing and measuring cell. System reagents were replaced since these were almost empty. Cleaning maintenance was performed, the probe alignments were checked, a system volume check was performed, photomultiplier high voltage was checked, blank cell calibrations were performed, and a system performance check was performed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
(B)(4).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. The initial values were reported outside of the laboratory. The first sample initially resulted with an hcg+beta value of 2.59 miu/ml. The sample was repeated, resulting with a value of > 10000 miu/ml accompanied by a data flag. The sample was automatically diluted 1:100 and repeated, resulting with a value of 178.6 miu/ml accompanied by a data flag. The sample was repeated at a second site on an unknown analyzer, resulting with a value of 124887 miu/ml. The second sample initially resulted with an hcg+beta value of 2.60 miu/ml. The sample was repeated, resulting with a value of > 10000 miu/ml accompanied by a data flag. The sample was automatically diluted 1:100 and repeated, resulting with a value of 136081 miu/ml accompanied by a data flag. The sample was repeated at a second site on an unknown analyzer, resulting with a value of 135665 miu/ml. The hcg+beta reagent lot number is 491930. The reagent expiration date was requested, but not provided.